Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was unable to activate a pod to the personal diabetes manager (pdm) after multiple attempts. As a result, the patient's blood glucose level reached 26 mmol/l (468 mg/dl) and they had ketones. The patient went to the emergency room and was treated with an IV drip and insulin pens. The patient was released after 13 hours.